Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as small in diameter and severely calcified. It was reported that there was a dissection noticed at the end of the case, distal to the ipsilateral iliac stent graft, at the hypogastric artery on the left side. (Ref MFR# 2953200-2010-01611). The physician elected to implant a stent and the dissection was repaired. In addition to the initial dissection, it was noted that there was a slight dissection in the artery when the physician was closing the pt. The physician successfully patched this area surgically. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: dissection. Small in diameter and severely calcified vessels. Eval, conclusion: small in diameter and severely calcified vessels.